Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient thinks their ins might be off. They have more pronounced tremors and they were feeling sluggish. No further complications were reported at this time.